Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( does not communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the orange (+5v) wire inside the trunk cable. The cause of the test failure is the open wire. No adverse event resulted from the open wire.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to communicate with the monitor.